Manufacturer narrative:
Iabp was upgraded sys98xt to a cs300 intra-aortic balloon pump. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had bad display. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d8, d10, e1(initial reporter), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer stated that the display was scrolling. Fse replaced the display (0160-00-0113) and the problem was resolved. Unit passed all functional and safety testing and was cleared for clinical use.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) bad display. There was no patient involvement and no adverse event reported.